Event description:
The suspect product was received but analysis has not been completed on the product to date.

Event description:
The patient's generator was replaced due to battery depletion. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. The generator's low battery status indicator was not triggered. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Low output current was not duplicated in the pa lab and diagnostics showed it could deliver 3.5 ma. This indicates that the low output current message was false. The cause of this was as discussed in supplemental MDR 1, where a false low output current can occur because the process how the generator calculates what it can deliver is an approximation: no further relevant information has been received to date.

Event description:
The internal data of the generator was reviewed. Per the data, the generator was able to provide 3.5 ma of output current up to (B)(4) 2019. Upon interrogation on (B)(4) 2019, the generator showed a last delivered output current of 3.25ma despite being programmed to 3.5 ma. System diagnostics and autostimulation diagnostics indicated that when the generator tried to deliver 3.5 ma, it was only measured as recording 3.25 ma. There were no other anomalies identified in the data voltage and impedance was as expected over time. It is known that sometimes the generator tests that the programmed output current is unable to be delivered despite the absence of system constraints (e.g. Device failure, high impedance etc.). When the combination and of output current and lead impedance approach the maximum output voltage there will exist conditions where the diagnostic information indicates that the output current is not delivered when it actually is being delivered. This occurs because how the generator calculates whether it can deliver is an approximation: variability in the pulse and monitor outputs of the asic; variability in the comparator threshold of the microcontroller; variability in the resistor values for the network that sets the thresholds. The low output current observed may be consistent with the above issues; however analysis of the generator is needed to confirm the generator is functioning as intended. No further relevant information has been received to date.

Event description:
It was reported by the physician that there was a low output current message on the patient's device. This message occurred even when the settings were lowered from 3.5 ma output current to 3.0 ma output current. Previously the generator was able to provide this therapy level. The physician reported that they were trying to increase the patient's settings as the patient was having worsening seizures. Ohm's law calculations determined that the patient's explanted generator should have been able to provide at least 3.5 ma of output current. Per system diagnostics, the patient's generator was only able to provide 3.25 ma of current. Review of the manufacturer's device history records verified that the generator passed final functional and quality specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.